Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because fading display was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and the primary complaint was not confirmed. After batteries were inserted it was found that there was misuse of the device; the dark display was due to the contrast level was set to max. Product analysis reset the contrast and the lcd is working properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.